Event description:
A user facility tech reported a pt removed ultrafiltration (uf) at a rate higher than intended on a bm14 machine. The intended uf rate was 30ml/hr. However 30ml was removed in 10 minutes. There was no pt injury or medical intervention associated with this incident. Limited info was supplied by the user facility due to pt confidentiality.